Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and replaced the footswitch. System is operating as intended.

Event description:
Customer reported problems with the foot switch, foot switch is sticking allowing fluoro to continue. No patient injury was reported.